Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced loss of visual acuity, the lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B3-unk. D6a-unk. D6b-unk. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).